Event description:
During service, the thermogard xp ivtm system (sn (B)(6) failed functional testing due to tcmid:02 (ce danfoss error) and mid:14 (bg power supply) errors. No patient involvement.

Manufacturer narrative:
During service, the thermogard xp ivtm system (sn (B)(6) failed functional testing due to tcmid:02 (ce danfoss error) and mid:14 (bg power supply) errors. The root cause of the observed errors is related to a cooling engine failure and a failed power supply assembly. The thermogard system failed functional testing due to tcmid:02 and mid:14 displayed upon powering up. The cooling engine and power supply assembly need to be replaced to address the observed errors. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).